Manufacturer narrative:
B5-additional information: the reporter states the patient started having discomfort a few hours after surgery and the lens had to be removed two days later. Symptoms abated after explant. The surgeon states the icl looked fine without visible defects and he remains uncertain about the exact cause of the event. Claim# (B)(4).

Manufacturer narrative:
D4: corrected model#, serial#, and expiration date. D6a: corrected to on (B)(6) 2021. D6b: corrected to on (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
Pt info-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+0.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6)2021. On (B)(6) 2021 the lens was explanted due to corneal decompensation. Reportedly, "hours after uneventful surgery, pain, decreased vision; on examination: corneal decompensation, no details visible." The problem is marked as resolved after explant however there was still some corneal edema at 7h.